Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high impedance from a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg, implantable defibrillator, (B)(6) 2009; 4568-53, implantable pacing lead, (B)(6) 2004. (B)(4).